Event description:
It was reported that the analyzer part of the programmer had a broken pin. The analyzer will be returned for service. No patient involvement or complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the programmer incurred an error message when booting up. The service disk did not correct the issue. The programmer will be returned for service. No patient involvement or complications have been reported as a result of this event. It was further reported that the programmer had been returned to service. From (B)(4) it was reported that the analyzer part of the programmer had a broken pin. The analyzer will be returned for service. No patient involvement or complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the analyzer was analyzed and no anomalies were found, analysis could not confirm the reported event. (B)(4).